Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's wife reported that the insulin pump returned a bolus stopped alarm. Customer's wife stated that the last bolus delivered was on the morning of the call, but the insulin pump's alarm history showed the last bolus was on the day before the call. Blood glucose level at the time of the call was not provided. No further information was provided.